Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the device was explanted and was found to be grossly loose and had destructive pattern of the proximal radius. On (B)(6) 2016 the patient fell, fracturing her left radial head and her coronoid process. On (B)(6) 2016 a depuy synthes radial head prosthesis was implanted. In 2021, the patient developed significant pain and her primary care physician obtained an x-ray on (B)(6) 2021, that showed the stem of the hardware was with surrounding lucency of indeterminate chronicity. The patient was then referred to an orthopedic surgeon who obtained a CT scan that showed perihardware lucency about the stem of the arthroplasty hardware measuring up to 2-3mm. There is no hardware fracture. However, there is complete bone loss at the posterior aspect of the arthroplasty hardware involving approximately 50% of the length of the stem. This report involves one (1) 18mm cocr radial head standard height/11.5mm-sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a device history record (DHR) review was conducted: part # 09.402.018s, synthes lot # 6953293, supplier lot # (B)(4). Release to warehouse date: 30 may 2012, expiration date: 01 apr 2017, manufacturing location: monument. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: device expiration date. H4: device manufacture date.